Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms, including confirmed cartridge alarm 30, while customer was using consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support confirmed details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump under warranty, advising customer to return problematic pump within 10 days and to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.